Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump passed the unexpected restart error test. No unexpected restart alarm was noted. However, the pump was received with intermittent button response due to flattened escape, act and up button dome switches. The pump was unable to perform visual inspection inside the pump for loose lcd connector due to pump pending dva testing. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, keypad overlay worn and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call of a button error on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was in the hospital when all the letters were removed and the buttons were sticking. The customer stated that there was an unexpected restart alarm when the buttons were sticking. The customer stated that she could have thrown the pump in the laundry and it could have gone through the washer or dryer.